Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. Concomitant medical products: z.s.g.m. Cutter 2:1 ratio caution: sharp; 00-7703-020-00; (B)(4). Z.s.g.m. Cutter 1.5:1 ratio caution: sharp; 00-7703-015-00; (B)(4).

Event description:
It was reported that the device produced an incomplete mesh. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action (CAPA) ca-04038 implemented a serial number logbook to correct this issue. On (B)(6) 2020, it was reported that there was an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher on (B)(6) 2020 revealed that the calibration was within specification and the device produced a passing sample mesh. The roller gear was visibly damaged. The 1.5:1 ratio cutter, serial number (B)(6), and 2:1 ratio cutter, serial number (B)(6) both produced an incomplete sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2020 which included replacement of the roller gear and spring pin. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Based on the information provided, the root cause of the reported event was due to the use of damaged cutters.

Event description:
No additional information provided.